Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change procedure it was noted that the atrial lead exhibited noise. The device was reprogrammed and the lead remained implanted. There were no adverse consequences to the patient.